Event description:
It was reported that the plate on a zero-p implant popped off the spacer intraoperatively. It was reported that the surgeon was implanting a zero-p va 7mm implant. The surgeon was inserting the screw (cranial). It was reported that the screw seemed to move lateral and the plate popped off the peek spacer. The plate was removed and the spacer stayed implanted. The surgeon finished the fusion with a vectra-one plate. The surgeon was okay with the outcome and the patient is home. There was a (B)(6) minute time delay. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.